Event description:
Ous MDR - it was reported that after 40 months of implantation the device showed eri. Prior to this follow-up the battery charge was 78% remaining on (B)(6) 2014. All leads parameter were within normal limits. No adverse patient side effects were reported.

Manufacturer narrative:
Upon receipt the ICD was subjected to an electrical analysis. Thereby the clinical observation was confirmed, the battery status was eri and 21 charging cycles were documented in the device memory. The ICD was implanted for 44 months. The ability of the ICD to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In a next step the ICD was opened. The visual inspection of the inner assembly showed no anomalies. The battery was found to be depleted. The electronic module was attached to an external power supply. The electrical parameters, particularly the current consumption of the electronic module were found to be normal. There was no deviation noted that may have led to the clinical observation. The battery was sent to the manufacturer for further analysis. Analysis of the battery:the manufacturing records were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated to this battery. The visual inspection of the battery did not reveal any external signs of damage. The voltage measurement confirmed the battery depletion. Next, the battery was opened for destructive analysis. During the inspection of the inner assembly an insulation damage was identified, which led to an increased internal self-depletion within the battery and therefore to the observed activation of the eri battery status. In summary, the clinical observation resulted from an increased internal self-depletion within the battery. All therapy functions of the ICD were available while the device was implanted and in service.